Event description:
The physician achieved ateriotomy closure of the right groin with the closer s 6 fr. Device after a diagnostic procedure. It was reported that fluoroscopy confirmed the access site was in the right common femoral artery. The physician encountered difficulty during device insertion. He stated that the patient had a "hostile groin". The physician was reported to proceed with device deployment. Upon knot delivery with simultaneous device removal, hemostasis was achieved. It was then discovered that the sheath remained in the patient's artery. A 7 fr. Sheath was inserted into the left common femoral artery under fluoroscopy. A 6 x 9 microsnare was placed over the horn to retrieve the closer s sheath from the right femoral artery. The 7 fr. Sheath was removed from the left groin via manual compression. It was reported that no further intervention was needed to the right groin as arteriotomy closure had been achieved with the closer s. There is no report of adverse patient sequelae. The patient has been discharged.